Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 codes: type of investigation: additional information, add 10, remove 4114.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, and transmitter failed error was found within the investigation window. The allegation was confirmed.